Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 was not detected on the bus due to the faulty controller board. A field service engineer resolved the issue by replacing the controller board. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the auxiliary drawer 6 cubies were not detected on the bus. This hindered users from accessing the medication, and there was no delay or harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.